Manufacturer narrative:
The device evaluation was completed on 23-nov-2021. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The incident happened when the mapping catheter was inside the sheath and the physician applied contrast agent into the right superior pulmonary vein (rspv) (4th contrast injection). The physician noticed a backflow of contrast agent through the valve that did not seal the sheath anymore. The valve was not detached from the sheath. There was no blood return observed and to the physician¿s knowledge, there was no air that entered the patient¿s body. The issue did not require percutaneous or surgical removal. The sheath was replaced, and the procedure was successfully completed without harm to the patient. There was no procedure delay. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection, a flush test, and back pressure test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. Then, the flush test was performed and it was found working correctly, the device was flushing correctly. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) was performed for the finished device 00001692 number, and no internal action was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath: medium and a hemostatic valve leak issue occurred. The incident happened when the mapping catheter was inside the sheath and the physician applied contrast agent into the right superior pulmonary vein (rspv) (4th contrast injection). The physician noticed a backflow of contrast agent through the valve that did not seal the sheath anymore. The valve was not detached from the sheath. There was no blood return observed and to the physician¿s knowledge, there was no air that entered the patient¿s body. The issue did not require percutaneous or surgical removal. The sheath was replaced, and the procedure was successfully completed without harm to the patient. There was no procedure delay.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).